Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation "peeling away" from device. It was noticed while harvesting the saphenous vein, after it was removed from the leg. Used replacement to complete the case. No procedural delay noted, only the short amount of time to open and connect a new device. No patient harm noted at the time or that we are currently aware of due to the defective device.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID (B)(4). The device was returned the factory for evaluation on 10/03/2023. An investigation was conducted on 10/04/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The cold jaw was observed to be peeled with the silicone insulation remaining attached. The heater wire was observed to be detached from the tip of the hot jaw and flexed away from the base of the jaw. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; jaw" were confirmed. The lot # 3000331132 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.